Event description:
Additional information was received indicating the shock impedance measurements remained high and out of range. The device was explanted and the implantable defibrillation lead was surgically abandoned. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this implantable cardioverter defibrillator (ICD) follow up out of range high shock impedance measurements were noted. The vector was changed but the values remained high. Pocket manipulation was then done and impedance fluctuations were noted with left arm swinging. Boston scientific technical services (ts) discussed possible root cause and testing to be done at the next follow up, and confirmed no noise was noted. The next follow up was scheduled within a month. No adverse patient effects were reported. The system remains implanted.